Event description:
Initial symptoms were respiratory but diagnosis not made for over 1 year. Physician thought it was non-occupational (fall '94 through 1/96). Respiratory problems worsened and later body rash appeared. 12/95 latex rast test - total results 1/96. 1/96 - histamine release blood tests.